Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd posiflush¿ sp pre-filled flush syringes experienced difficult plunger movement. The following information was provided by the initial reporter: when using the pre-filled nacl syringe, the plunger remains stuck at a few ml. The first few ml are good to inject. After that it is increasingly stiff and sticks around 3 ml of nacl. We have had this happen a number of syringes in a row with the same lot number and reference number. Of the 10 syringes I tried in a row, there were about 8 that stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 03-aug-2022. H.6. Investigation summary: one syringe with no tip cap was received by our quality team for evaluation. The sample was well packaged to avoid any damage. The syringe has been used as the stopper is placed at 2ml. A distribution test was performed, and the defect was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Although the issue likely originated during the silicone distribution at the fill machine, no specific circumstances were found in the manufacturing process that could explain the described complaint. H3 other text : see h.10.

Event description:
It was reported that 8 bd posiflush¿ sp pre-filled flush syringes experienced difficult plunger movement. The following information was provided by the initial reporter: when using the pre-filled nacl syringe, the plunger remains stuck at a few ml. The first few ml are good to inject. After that it is increasingly stiff and sticks around 3 ml of nacl. We have had this happen a number of syringes in a row with the same lot number and reference number. Of the 10 syringes I tried in a row, there were about 8 that stuck.